Event description:
It was reported that the water was not irrigating correctly during the procedure. Additional information was requested and the following was received from the customer on (B)(4) 2014: date of the event was believed to be on (B)(6) 2014. The product was used or being used on the (B)(6) female patient at the time the product problem occurred. Type of surgery was bifrontal craniotomy resection of tumor. There was no patient injury and no delay in surgery. A replacement product was available - to be used. No other information was provided.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.